Event description:
Procedure: lap adrenalectomy. According to the reporter: pieces of the clevis disengaged from the instrument when the jaws were opened. The pieces fell into the patient cavity but were retrieved.

Manufacturer narrative:
(B)(4).